Event description:
Customer reported that fluoro image in normal mag mode is 10 6/8ths" vice 11 2/8ths" oec minimum. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and performed the necessary alignments. Sys operates as intended.